Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd nano¿ 2nd gen pen needles had no insulin flow while priming them. The following information was provided by the initial reporter: "consumer reported no insulin flow during priming. Consumer reported 10 pen needles have been affected."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-04. Investigation summary customer returned a total of 6 unused and 10 used 4mm, 32 gauge nano pro pen needles from lot 1006699. The pen needles were visually inspected prior to testing. 1 used pen needle was found to have a bent needle on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle with the bent cannula appeared to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tips of the remaining pen needles. Minor resistance was encountered in the used samples, but this is most likely the result of crystallized insulin residue inside the cannula. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 1 of the returned pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.

Event description:
It was reported that 10 bd nano¿ 2nd gen pen needles had no insulin flow while priming them. The following information was provided by the initial reporter: "consumer reported no insulin flow during priming. Consumer reported 10 pen needles have been affected.".